Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the scale was inaccurate due to a damaged footboard. However upon evaluation it was determined that the scale had an error code. The issue reported is not likely to contribute to serious injury or death because the scale giving an error code would be apparent to the caregiver that the bed has less than full functionality. No patient involvement or adverse consequences were reported.

Event description:
It was reported via repair work order that the scale was inaccurate due to a damaged footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.